Manufacturer narrative:
A dark colored particle was returned and sent to the lab for analysis. The dark colored particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem) and a fourier transform infrared (ftir) spectrometer. These analyses indicate that the dark colored particle consists of organic material, magnesium silicate, and saline residue. The organic material could not be identified due to spectral interference from the inorganic components. The source of the particle is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
The device has not been returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Despite multiple requests the product has not been received for evaluation. Should the product be received, further investigation will follow. No additional corrective action is necessary at this time.

Manufacturer narrative:
Twenty-nine sealed dp5511 pouches from lot w4683 were returned. All twenty-nine pouches were visually inspected through the clear plastic front of the pouch and no particles were found. In addition, eight of the pouches were opened for microscopic examination on the sleeves and no particles were found. A dark colored particle was returned. Microscopic examination of the particle found that it is grey in color and is approximately 1.5m by 1.5mm in size. This particle will be sent to the lab for analysis. Three sealed dp5511 pouches from lot v5744 and five sealed dp5511 pouches from lot v9792 were returned. Microscopic examination was performed on all eight pouches and no particles were found. The investigation is ongoing.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility reported the surgeon removed a foreign matter in the eye while performing phaco. No patient impact was reported.